Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01384.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position. The valve was prepped by the crimp nurse according to protocol. During valve inflation, the valve wasn't positioned on the correctly on the balloon, possibly due to calcification or a possible fault of the device. The valve slipped off of the delivery system balloon and embolized after the inflation attempt. The doctor also could not see the radio opaque markers. At this point, the patient crashed and needed extensive resuscitation. The patient was then put on bypass. Due to several previous open procedures, the physician did not want to open the chest. Therefore, the valve was retrieved transapically. Difficulties were encountered during the retrieval of the delivery system. Attempts to withdraw the delivery system resulted in the balloon getting stuck in the sheath and separating from the delivery system. No issues with the insertion or tracking of the delivery system were reported, although when pulling the sheath, balloon and wire, the physician did have to give it a very hard pull. The balloon was removed when the wire and sheath were removed. The case was stopped/abandoned. The patient was placed on ECMO. On postoperative day (pod) 1, a new 26 mm sapien 3 valve was successfully implanted by the transaortic (tao) approach. Access vessel minimum luminal diameter (mld) measured 6.5 mm with minimal tortuosity noted in the peripherals, but significant calcification in the descending aorta, proximal to the bifurcation. Complications from the bypass / ECMO process resulted in injury to the patient leg. Amputation of the leg above the knee was required. The injury was not attributed to the tavi procedure, but rather from the bypass / ECMO cannula. The patient passed away 4 days after the event.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple comorbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. With the limited information provided, the cause of the reported incorrect positioning of the valve on the delivery system during valve deployment could not be determined. Investigation results suggest/indicate in addition to the procedure itself, patient factors (calcification in the descending aorta) may have contributed to the alignment difficulties and valve embolization during deployment. The patient death 4 days post tavr was reported to be due to injuries from the bypass/ECMO cannula. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.